Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump kept alarming downstream occlusion error when trying to prime the tubing. The same cassette and tubing had been successfully used with a different pump without issue. The continuous infusion had been set at a rate of 2.3 ml/hr with a total reservoir volume of 106 ml over a 46-hour period; although the pump had been used to prime the extension tubing, the process could not be completed due to a malfunction, and the patient had not been medically affected. The event occurred at the patient's home and the operator of the device was a health professional. Associated pump and cassette complaints documented on (B)(4) and (B)(4). There was no patient involvement.